Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that low sensing and high capture threshold was observed on the right atrial (ra) lead during follow-up in clinic. Ra lead was found to be dislodged on chest x-ray. Lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.